Event description:
It has been reported to philips that the system failed to start. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the suite pc was not booting. Fse reconnected the suite pc. After reconnecting the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.